Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, two femoral impactors broke inside the patient during a tka surgery. Surgery was reportedly resumed with a modification in surgical technique, without delay or injury to the patient. Request for additional information was not provided. Without the requested clinically relevant information, the root cause of the reported breakage of two impactor bumpers during surgery cannot be definitively concluded. Per case details ¿patient was not injured as consequence of this problem.¿ the patient impact beyond the reported events cannot be determined and no further clinical medical assessment can be rendered. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during total knee arthroplasty, a journey ii cr locking femoral impactor bumper right broke inside the patient. Surgery was resumed, without any delay, with a change in surgical technique. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal reference number: case (B)(4).